Manufacturer narrative:
The patient's weight was not provided. (B)(4). Approximate age of device - 3 months, 24 days. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. In (B)(6), approximately 3.5 months post-implant, it was reported that the patient was in a rehabilitation center when the health care professionals noticed the pump powers had increased. The patient was readmitted to the hospital for evaluation. The patient exhibited the beginning signs of hemolysis reported as unspecified abnormal lactate dehydrogenase (ldh) values. A heparin infusion was initiated with reported success as the patient's laboratory values and pump powers improved. The patient was discharged back to the rehabilitation center. In (B)(6), the patient reportedly was again readmitted to the hospital with signs of hemolysis including elevated ldh levels, black urine, and increased pump powers. On (B)(6)2015, the patient's pump was exchanged. The patient was reported to be doing well since the pump was replaced.

Manufacturer narrative:
Upon disassembly of the returned device, a thrombus formation was found adhered around the inlet stator bearing cup and rotor bearing ball, obstructing approximately 20-30 percent of the blood flow path. The thrombus revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that it developed on the inlet stator bearing cup and rotor bearing ball over an undetermined amount of time while the pump was operating. In addition, a thrombus formation was observed surrounding the outlet bearing ball and lodged between the blades of the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially form in this location; however, its origin could not be determined. Although the thrombus showed no evidence of denaturation, contact marks were observed on the outlet portion of the rotor and the outlet bearing cup, indicating that the thrombus was present in the pump while it was operating. Although a specific cause for the development of the observed depositions could not be conclusively determined through this evaluation, the thrombus formations were partially obstructing the blood flow path though the pump and could have contributed to the reported hemolysis. The thrombi could have also created additional resistance on the spinning rotor, contributing to the reported elevations in pump power. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. Electrical continuity testing of the returned portion of the driveline revealed no shorts or discontinuities. Once the thrombus was removed, the pump was cleaned, reassembled and functionally tested under various loaded conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.